Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the undetected upstream occlusion, which was not reproduced. Evaluation confirmed the symptom and found a failing upstream sensor to be the cause. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.